Event description:
Customer reported the system is displaying a collimator error and will not fluoro.

Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator. System operates as intended.